Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix. The helix length was within specification. Device was at eri when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed using sem on the hybrid indicated a metal migration anomaly occurred, which resulted in premature battery depletion of the device.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited rapid battery depletion. The lp was explanted and replaced. The patient was discharged following the procedure.